Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cysto ureteroscopy with laser lithotripsy and stone extraction procedure, the physician was using the cook® single-use holmium laser fiber thru a semi-rigid ureteroscope. The channel was not allowing passing of normal sized instrumentation (for example a cook n-circle (B)(4)). The fiber was passing thru the damaged scope. There was a segment of fiber that broke and it was removed thru a flexor sheath. The ureteroscopy was continued using a different flexible ureteroscope, flexor sheath and the 1.5 fr. Ncircle. All instrumentation was able to pass. There was no unintended piece of the device that remained inside the patient¿s body. No additional procedures were required due to this occurrence. There were no adverse effects to the patient due to the reported fiber breakage. Additional information was received advising the initial scope was sent for servicing. The physician indicated the initial scope could have damaged the fiber. They tried to pass the 2.2 fr. Ncircle through the damaged ureteroscope after the case and found blockage at ¾ way along the working channel. The laser fiber is not being returned as it was discarded by the facility.

Manufacturer narrative:
Investigation ¿ evaluation: the cook® single-use holmium laser fiber was not returned for evaluation. No photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the instructions for use, quality control data, and specifications was conducted. A review of the device history record could not be performed as the device lot number was not provided. A review of complaint history for the associated device lot also could not be performed without the device lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. This device is shipped with instructions for use (IFU), which provides the following precautions: never subject fiber optics to sharp bends in handling, use, or storage. Do not exceed recommended power limits. Upon removal from package, inspect the product to ensure no damage has occurred. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. It was reported the cook single-use holmium laser fiber was passed through a semi-rigid ureteroscope where the channel was not allowing normal sized instrumentation to pass. With the information available the definitive cause of this issue is undeterminable. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.